Event description:
Report received from the USA stating that the attachment "will not attach to the drill." The device was being used during surgery. No patient/user injury had occurred. It is unk if medical intervention occurred. There was no add'l info provided.

Manufacturer narrative:
The device was received by depuy synthes power tools. The device is currently undergoing evaluation. Once the evaluation has been completed of if add'l info is received, a supplemental MDR will be sent. (B)(4).